Event description:
It was reported that the customer was hospitalized multiple times; details and nature of event were not provided. Reportedly, the customer alleged that pump was "failing". Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.